Event description:
The customer's spouse called to report a blood glucose reading of 600 mg/dl and wanted to know how much insulin to give the customer. The paramedics were then called due to the high blood glucose and the customer was taken to the hospital for treatment. It was stated that the customer had experienced high blood glucose all week prior to the hospitalization, because he had lost his inserter and had to insert the infusion set manually. Troubleshooting was performed and the insulin pump did not pass the prime test. The customer did not have another infusion set to try the test again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.